Manufacturer narrative:
During an enterprise vrd assisted coil embolization of a paraclinoid internal carotid artery aneurysm, the enterprise enc452212 was implanted in the target lesion successfully; however, the stent length seemed shorter than the label indicated. When the length was measured in the vessel, it was only approximately 14-15mm. These measurements were from images from a siemens angio machine. The stent was measured on fluoro with the delivery wire at the anatomical location where the stent was placed. Additional information reported that according to the software, it shows that positioning marker is 15mm (the right size for 22mm enterprise) but the stent length is only 16-17mm. Therefore, the physician became skeptical that the 14mm product was contained in the 22mm product packaging. After deployment, the stent covered the aneurysm neck, and the procedure was completed successfully without issues. There were no neurological symptoms and the patient is in stable condition. The aneurysm measured 4.7x3.95mm with a neck of approximately 7mm reported as having "two humps." The neck was approximately 7mm (including two of the humps). The diameter of proximal vessel was reported as 2.87mm and distal vessel was 2.58mm, and the vessel was not calcified or tortuous. Some coils were placed in the aneurysm prior to the stent placement. The stent was not detached in an acute angle, and the target lesion itself was not acute, but its anterior-posterior vessels had acute angles. No kinks or bends were noticed on the stent after it was detached at the site. After the stent was placed, the rest of the coils were placed by jailing technique. The coils' brand and total quantity were unknown. There were no issues during the stent deployment / coils detachment. After removal from the patient, no damages were noticed on the delivery system shaft, distal tip (unraveled, stretched, fracture, separated, etc). No further information was available. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01420495. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional DHR review for the stent per (B)(4) revealed the individual lot folders were reviewed for any non-conformances related to the reported complaint. No non-conformances related to the reported defect were found. The enterprise stents lots involved in this complaint met all purchase, manufacturing and quality control specifications when shipped to lake region. The stent remains implanted, the delivery wire was returned for analysis. One non sterile enterprise was received coiled inside of its original pouch and box, both components were open. The pouch and box label correspond with the information provided on event description. The introducer tube and stent were not received for analysis. The delivery system presented no anomalies. The delivery system was inspected under a microscope and no anomalies were found. The device was measured by lake region and all joints measured appear to be correct and intact by visual examination and by non-destructive testing. The specimen device appears visually and dimensionally correct. Based on a review of the dimensional documentation for enterprise and the delivery system, the delivery wire is indeed correct for a 22mm stent. The technical data also shows that in a 2.5mm vessel, the 22mm stent should measure 24.5mm long, and a 14mm stent should measure 16.4mm long. So on the surface, it appears there is a discrepancy. Review of the images indicates that the measurement of the positioning marker is correct because it is in a portion of the vessel that is relatively straight, and in the plane of the image. In addition, the returned delivery wire is dimensionally correct for a 22mm stent. The only manufactured stent sizes are 14, 22, 28, and 37mm. A 14mm stent cannot be loaded onto a delivery wire packaged with a 22mm stent. In examining the provided dimensions, it is not possible to load a 14mm stent onto a delivery wire designed for a 22mm stent. This is because the positioning marker for the 22mm stent, which measures 15mm long, would extent about 20mm distal to the retraction bump on the delivery wire. Therefore, the distal markers from the 14mm stent would lie on the thick positioning marker and would be too large in diameter to fit into the 0.021" introducer and the microcatheter. A review of the three jpg images received along with the available procedural information was performed by an independent interventional neuroradiologist. Per the reviewer, as reported, a 22 mm long enterprise stent was placed over the neck of an irregular aneurysm with double domes. The procedure was uneventful and successful. The case was submitted because the stent length measured after deployment was only 14-15 mm instead of the expected 24.5 mm as it should measure in a straight 2.5 mm diameter tube. Per the reviewer, the main question is whether it is possible that a 14 mm stent was loaded onto the delivery wire of a 22 mm stent, or a 22 mm stent was loaded but the anatomy of the blood vessel is so that the stent length is erroneously measured shorter. It was reported by the reviewer that to answer the question, we need to consider both possibilities. Per the reviewer, first, based on the information provided, it was stated that a 14 mm stent can't be loaded into the delivery system of the 22 mm stent. This is an engineering issue and the reviewer stated that he had to accept it as a fact. Second, when looking at the attached images, it's clear that the stent was placed in an arterial segment that is not straight. It features curves both proximally and distally, but the proximal curve is especially strong. Only three images were received, from essentially the same view. This is the "work view" of the operator that shows the aneurysm neck the best for embolization. Additional views of the stent could be beneficial for this review. The ultimate argument would be a 3d reconstruction of the artery, viewed from various directions. In summary, the reviewer's opinion is that the stent was placed in a curved vessel. When looking at the 3d structure on a 2d image, (virtual, geometric) foreshortening of the stent is seen. Because the stent remains implanted, the report that the stent length was incorrect could not be directly evaluated. With review of all of the available information and without the stent it could not be confirmed that the stent was shorter than labeled. However, based on the review of the images and the returned delivery wire, it appears that the stent could have been the correct length. Tortuous vessel characteristics and the views in which the stent was measured in vitro may have resulted in an underestimation of the actual stent length, leading to the perception that the vrd may be shorter than 22mm when measured on the plane of the image. Therefore, no corrective actions will be taken at this time.

Event description:
During coil embolization assisted with enterprise stent of the ic- paraclinoid artery, the enterprise (B)(4) was implanted in the target lesion successfully, however the stent length seemed shorter than the label indicated. When the length was measured in the vessel, it was only approximately 14-15mm. Therefore, the physician became skeptical that the 14mm product was contained in the 22mm product packaging. The delivery wire and the packaging will be returned for analysis. The procedure itself was completed successfully without issues. There was no neurological symptom and the patient is in stable condition. The stent was not detached in an acute angle, and the target lesion itself was not acute, but its anterior-posterior vessels had acute angles. No kinks or bends were noticed on the stent after it was detached at the site. After detachment, the stent covered the aneurysm neck. The diameter of proximal vessel was 2.87mm and distal vessel was 2.58mm, and the vessel was not calcified or tortuous.

Manufacturer narrative:
The aneurysm was 4.7x3.95mm, neck was approximately 7mm (including two of the humps), and had two-humps. It was not confirmed if the entire inner or outer package label were all 22m, but the packaging will be returned for analysis. Prior to implanting the stent, some coils were placed in the aneurysm prior to the stent placement. After the stent was placed, the rest of the coils were placed by jailing technique. The coils brand and total quantity were unknown. There were no issues during the stent / coils detachment. After removal from the patient, no damages were noticed on the delivery system shaft, distal tip (unraveled, stretched, fracture, separated, etc). No further information was available. Lake region lot number 01420495 is cordis lot number 13471874. Per lake region report c 9,431 lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01420495. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. Additional DHR review for the stent per ndc (nitinol devices & components) ndc complaint no.(B)(4). Cordis nitinol lots: 514971, 515230, 515289 and 515287; revealed the individual lot folders were reviewed for any non-conformances related to the reported complaint. No non-conformances related to the reported defect were found. The enterprise stents lots involved in this complaint met all purchase, manufacturing and quality control specifications when shipped to lake region. No further action, including corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.